Event description:
At this time no re operation has taken place and the device sensitivity was adjusted to avoid double detection.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that double detection was seen when it comes to the right ventricular channel resulting in asystole for 1.5 seconds. The patient was not pacemaker dependent and had no symptoms. A fluoroscopy image showed that a part of this right ventricular (rv) lead might have dislodged into the tricuspid vale. Technical review was requested. No adverse patient effects were reported. A review by boston scientific technical services (ts) noted that the x-ray sent was not clean to show the entire overview in relation to the heart. It was noted, however that the tip and distal coil of this lead were in a superior position. Oversensing was also noted on the rv pace and shock channels. No asystole for greater than two seconds was noted as the patient has an underlying intrinsic rhythm. Ts discussed possible next steps and possibly performing a lateral x-ray to review the lead tip orientation and location.